Event description:
Dda access number: (B)(4) steris system 1e, serial number (B)(4), had another failure. The unit would not pass its daily diagnostic cycle. Technician replaced the maxpure filter as directed by steris customer support. The problem did not go away. Called into steris to repair. Service request number is (B)(4). Service technician came into facility and had to replace check valves 1, 2, and 3 in order to get unit operating to specs.